Manufacturer narrative:
(B)(4). This initial/final MDR will be the only report submitted for MFR report #1226348-2018-00664. Conclusion: a non-sterile enterprise device was received inside of a pouch. The delivery wire was inspected and no damages were noted on it. The introducer was found separated of the unit and no damages were noted on it. The stent was not returned for evaluation. The functional analysis could not be performed as the stent wasn¿t returned for evaluation and according to procedure, it is necessary that the stent be inside of the introducer tube to perform functional analysis. The device history records (DHR) relative to manufacturing, inspecting, and packaging of lot 10890335 were reviewed and indicated that this product was final inspection tested and was determined to be acceptable. The failure reported by the customer as ¿stent - deployment difficulty-unable to¿ could not be evaluated as the stent was not received for evaluation. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Procedural factors and handling process may contribute to the failure as reported. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that an enterprise stent (enc452200/10890335) could not be deployed during a procedure. The stent was withdrawn and another stent was used to complete the procedure. There was no report of patient injury. Note: this event was deemed MDR reportable based on additional information received on july 26, 2018. Additional information received on july 26, 2018: the intended procedure was a sa embolization of an intracranial aneurysm. The patient's target vessel characteristics are unknown. The stent partially deployed out of the catheter. The device was able to be removed from the catheter without having to remove the catheter from the patient. The size and/or brand of microcatheter used during the procedure is unknown. There were no kinks or bends noted to the microcatheter that may have contributed to the reported event. There was no damage to the enterprise device prior to the procedure. It is unknown if the catheter was re-shaped. The catheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the catheter to deploy the device. Deployment was not attempted by pushing the stent out of the end of the catheter. An adequate continuous flush was maintained through the catheter at all times. There was no procedural delay or adverse effects to the patient as a result of the reported event.